Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. Instructed the customer to revert to back up plan, but she did not have a back up plan. Advised to go to the hospital, pharmacy, or call her doctor. The customer's blood glucose reading was 265mg/dl. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm as a result of a loose drive support disk.